Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6) and through the (B)(6) case registry, 35 days post implant of a 23mm sapien 3 valve in the aortic position via the transapical approach, the patient developed infective endocarditis (ie). On postoperative day (pod) 85, treatment was ongoing. The valve remains implanted in the patient and will not be returned for evaluation.

Manufacturer narrative:
The sapien 3 valve remains implanted in the patient and was not available for evaluation. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprostheses is remote. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the reported endocarditis was not able to be determined. Investigation results suggests the source of the infection was not the valve. A possible source of infection may have been a dental procedure, wounds, and or urinary tract infection. As the information was insufficient, the cause of the endocarditis infective could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.